Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found connector broken when using on patient. Then the doctor changed new one immediately". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found connector broken when using on patient. Then the doctor changed new one immediately". No patient injury or harm reported. Patient condition reported as "fine".